Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "low helium, blood detected, check iab catheter, and gas loss" alarm messages. The pt was switched to another unit and therapy was continued. No pt injury was reported.